Event description:
Resident was found at 6:20 a.m. By nursing assistant with her body on the floor and her head heald back onto bed by bottom rung of full length side rail. No vital signs were present. Resident was last checked by nurse on duty at 5:15 a.m.